Event description:
It was reported the patient developed a burn during use; however, no additional detail was provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone#: (B)(6).

Manufacturer narrative:
Patient involvement was reported, the patient, reported feeling heat, it was indicated the patient developed a first degree burn. No treatment was provided and the patient was discharged the same day. The field support engineer (fse) went to the hospital and tested the transducer, there was no malfunction. A thermal test was also performed and demonstrated the transducer was around 85 degrees. Thermal injury is not supported as contributing from the transducer based on thermal test data. The device was confirmed to be operating per specifications and no failure was identified. An unknown disinfectant liquid is used to clean the device. Testing of the device onsite revealed the temperature on the device was around 85 degrees fahrenheit, which was expected. Based on the information received and testing performed, it does not appear as if the transducer caused or contributed to the burn; however, the cause of the burn remains unknown.

Event description:
It was reported the patient developed a burn during use but the cause (thermal or chemical) remains unknown. A first-degree burn does not meet criteria for serious injury.